Event description:
It was reported that a 1000ml evacuated container would only fill to 750ml during use. This occurred while fluid was being drawn from the patient. It was reported the container lost its vacuum with no additional issues observed. Another container was used in its place to complete the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.